Event description:
The account stated there was visible fire and smoke from the cell-dyn 3700 power supply. The cell-dyn 3700 was turned off. Through troubleshooting the account stated there was an 8 amp fuse in the power supply instead of the correct 4 amp fuse. No patient involvement. No report of injury or impact to the operator.

Manufacturer narrative:
Inspection of the cell-dyn 3700 instrument by the distributor field service engineer isolated the issue to the power supply assembly. The power supply assembly was replaced and the instrument was returned into an operable status. The information provided confirmed that an 8 amp fuse instead of a 4 amp fuse was installed on the power supply assembly. The power supply assembly was not available for evaluation. The five (5) photographic images provided by the customer facility were illegible; therefore, no conclusion could be obtained from these images. The investigation was based on the information received, historical data review, and labeling review. A review of the historical data did not find an issue similar to the customer concern. The product correction letter, per fa25aug2010, issued on 25 august 2010, provided specific instructions for customers to inspect the instrument, per existing labeling, as follow: - for 100/120 volts: use only an 8-amp t (slow-blow) fuse - for 220/240 volts: use only a 4-amp t (slow-blow) fuse customers were also instructed to verify that the fuse label provided with product information letter, dated 20 april 2010, was affixed to the instrument's rear panel. Utilization of a fuse that does not match the voltage operation, may lead to instrument and component damage, smoke, or fire. When the instruments are used in accordance with current labeling, there is no impact to product functionality or performance, patient results, or user safety.

Manufacturer narrative:
(B)(4) fire. (B)(4) no patient involvement. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.